Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparascopic cholecystectomy. Event description: after skeletonizing the cystic duct, he wanted to clip the cystic duct. The first clip came out after firing and closed properly, but the second and third clips did not come out. He tried again, took the clip applier out, and gave it to the scrub sister, who then also tried firing the clip applier¿where the clips did not come out at first. After her third attempt, the clip came out. By then, the surgeon had already requested a new clip applier so he could continue with the operation and not waste time. I took the clip applier after the procedure and tested it myself¿also to find that one clip comes out, then it misfires twice, and then a clip will come out again. He was firing the clip applier as per usual; he is very well trained with our products. Only a grasper was used in conjunction with the clip applier. Every second or third clip misfired. The first one fired and closed, and then it misfired 2¿3 times before another clip came out. Event description in the non-conformance report submitted by the distributor: as soon as the dr fires the clip applier the clips come out, but they do not close properly, it only closes a little bit, therefore dr had to fire a lot more than usual to try and bind the cystic duct, eventually he asked to open a new clip applier so he could complete the procedure. The user resolved the situation by: we eventually opened a new clip applier after he fired a few times and the clips misfired. Additional information received from an applied medical representative via email on 21aug2025: during the incident that occurred the action was loading and firing the clip applier. The sales rep can't say exactly- it was fired a few times. Thereafter the scrub nurse tried to fire the clip applier. And after the case, the rep fired a few times to see if the clips are coming out one after the other or not. The type of issue was the duct. The clip was fully loaded onto the jaws upon actuation with the apex that did not close. The trigger was squeezed 'plastic to plastic' and the surgeon did fully skeletonize the vessel prior to firing the clip applier. The clip applier was not used to skeletonize tissue; the dr used a grasper and l-hook to skeletonize the duct before the clip applier. There instrument was not being used in conjunction with a cholangiogram. Additional information received from an applied medical representative via email on 21aug2025: the incidents occurred at 5 different hospitals. (B)(4)] occurred at the same hospital. [(B)(4)]; [(B)(4)] occurred with the same surgeon [(B)(4)] was done at a different hospital than the rest. Intervention: we eventually opened a new clip applier after he fired a few times and the clips misfired. Patient status: no harm was done.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records no trends were identified.

Event description:
Name of procedure: laparascopic cholecystectomy. Event description: after skeletonizing the cystic duct, he wanted to clip the cystic duct. The first clip came out after firing and closed properly, but the second and third clips did not come out. He tried again, took the clip applier out, and gave it to the scrub sister, who then also tried firing the clip applier¿where the clips did not come out at first. After her third attempt, the clip came out. By then, the surgeon had already requested a new clip applier so he could continue with the operation and not waste time. I took the clip applier after the procedure and tested it myself¿also to find that one clip comes out, then it misfires twice, and then a clip will come out again. He was firing the clip applier as per usual; he is very well trained with our products. Only a grasper was used in conjunction with the clip applier. Every second or third clip misfired. The first one fired and closed, and then it misfired 2¿3 times before another clip came out. Event description in the non-conformance report submitted by the distributor: as soon as the dr fires the clip applier the clips come out, but they do not close properly, it only closes a little bit, therefore dr had to fire a lot more than usual to try and bind the cystic duct, eventually he asked to open a new clip applier so he could complete the procedure. The user resolved the situation by: we eventually opened a new clip applier after he fired a few times and the clips misfired. Additional information received from an applied medical representative via email on 21aug25: during the incident that occurred the action was loading and firing the clip applier. The sales rep can't say exactly- it was fired a few times. Thereafter the scrub nurse tried to fire the clip applier. And after the case, the rep fired a few times to see if the clips are coming out one after the other or not. The type of issue was the duct. The clip was fully loaded onto the jaws upon actuation with the apex that did not close. The trigger was squeezed 'plastic to plastic' and the surgeon did fully skeletonize the vessel prior to firing the clip applier. The clip applier was not used to skeletonize tissue; the dr used a grasper and l-hook to skeletonize the duct before the clip applier. There instrument was not being used in conjunction with a cholangiogram. Additional information received from an applied medical representative via email on 21aug25: the incidents occurred at 5 different hospitals. [Complaint number]; [complaint number] & [complaint number] occurred at the same hospital. [Complaint number]; [complaint number] & [complaint number] occurred with the same surgeon [complaint number] was done at a different hospital than the rest. Intervention: we eventually opened a new clip applier after he fired a few times and the clips misfired. Patient status: no harm was done.